Event description:
It was reported that a dexcom g7 continuous glucose monitoring sensor paired to the ilet system experienced intermittent communication, with repeated signal loss and pairing failures despite troubleshooting steps including alarm review, sensor toggle and restart, magnet activation, and re-entry of the pairing code; the user was advised to replace the sensor if pairing did not resume, and relevant contact information was provided. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and review of information provided by the user. Investigation of this case revealed an interoperability problem between components consistent with intermittent communication failure, with involvement of the electrical and magnetic system and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.